Event description:
During a surgical procedure, this smoke evacuator (two of two that failed during same procedure) was working intermittently during the case. Unit was restarted and the same issue was occurring. The unit was removed from service. Also have noted that the handpieces for the units do not capture smoke very well and the handpieces are large which makes it hard for the surgeons to see what they are doing. No adverse outcome to patient, there was an increase in the amount of smoke in the or room.